Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure. According to the complainant, after performing the sphincterotomy, the balloon would not inflate. The device was removed from the endoscope and they tried to inflate the balloon again, still it would not inflate. The balloon appeared to be ruptured. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon appeared ruptured. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.